Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging - MRI appointment and was not performed when it was discovered that the patient had an implantable cardioverter defibrillator - ICD. Upon interrogation, it was noted the patient's ICD was found in backup vvi. It is unknown if the MRI caused backup vvi. The ICD was reprogrammed (B)(6) 2020. The patient experienced no consequences.